Event description:
The customer reported high blood glucose levels and no delivery alarms. The customer's blood glucose levels were too high for the glucose meter to read. The customer was not feeling well at the time of the call, and was unable to troubleshoot. The customer reported nausea, headache and a bad taste in her mouth. Offered to call the paramedics for the customer but she stated that her boyfriend would be taking her to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.